Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion and perforation of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion and perforation of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a5, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. Section b5: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes right lower extremity deep vein thrombosis, varicose veins, status post surgery, fibroid uterus, anemia, seasonal allergies and gurd. The patient presented with right leg greater saphenous vein thrombosis with slight swelling, after anticoagulation, she experienced profuse vaginal bleeding. Anticoagulation was stopped and the optease filter was implanted into the infrarenal ivc area. There were no reported complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion and perforation of the filter. Six months post implant, the patient was admitted for ivc thrombosis with phlegmasia and pulmonary embolus. Venogram was done, and an initial cook celect filter was attempted to be placed above the optease filter. However, the celect filter self-guided into the renal vein. This filter was removed intact, and a second celect filter was successfully placed into the suprarenal position. Good blood flow was noted through the infra- and supra-renal ivc after placement. A hysterectomy was performed the following day. A CT noted remaining thrombosis in the ivc consistent with previous imaging prior to second filter placement. A post-operative ileus was noted, related to the hysterectomy, and ob-gyn service was contacted. Per the patient profile form (ppf), the patient reported perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. One prong abuts the aorta. The patient became aware of the reported events approximately eighteen months after the index procedure. The following week, two filters manufactured by cook were implanted. The patient continues to experience back pain, swelling in both legs, stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of right lower extremity deep vein thrombosis, varicose veins, status post-surgery in the past, history of fibroid uterus, anemia, history of seasonal allergy with rhinoconjunctivitis and gastroesophageal reflux disease. The patient presented to the hospital via the emergency room complaining of right leg pain. The patient had been diagnosed with right greater saphenous vein thrombosis. She had been prescribed anticoagulation medication, but did not fill the prescription. After admission, the patient was administered anticoagulation therapy; subsequently, she experienced profuse vaginal bleeding with clots. The inferior vena cava (ivc) filter was implanted. The following day the patient had no specific complaints. She was advised to take aspirin but if the vaginal bleeding persisted she was advised to discontinue the aspirin. The patient's right leg was only slightly swollen compared to the left leg.   The filter was deployed via the right common femoral vein using ultrasound guidance into the infrarenal area. It was placed below the lowest renal vein entry site. There were no immediate post procedural complications or significant blood loss. The patient tolerated the procedure well. Six months after the index procedure the patient was admitted to the hospital with inferior vena cava (ivc) thrombosis and pulmonary embolus. At that time, phlegmasia was noted and associated to the ivc thrombosis. Venogram scans was done, and a cook celect filter was attempted to be placed above the optease filter. However, the celect filter self-guided into the renal vein. This filter was removed intact, and a second celect filter was successfully placed into the suprarenal position. Good blood flow was noted through the infra- and supra-renal ivc after placement. The patient received a hysterectomy the following day. A follow up computed tomography (CT) noted remaining thrombosis in the ivc consistent with previous imaging prior to second filter placement. A post-operative ileus was noted, related to the hysterectomy, and ob-gyn service was contacted. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. One prong abuts the aorta. The patient became aware of the reported events approximately eighteen months after the index procedure. The following week, two filters manufactured by cook were implanted. The patient continues to experience back pain, swelling in both legs stress and anxiety. It was noted that the patient is unable to work.